Event description:
Irn# (B)(4). Incident occurred in south africa: balloon of trocar ruptured without having a sharp object near the balloon. Upon entry with the unilateral balloon (1284-60-11), as the surgeon was busy inflating the balloon it burst and dr could not use the balloon to dissect as desired and had to change technique. Dr had to make sure all the pieces from the balloon was out of the working plane before continuing.

Manufacturer narrative:
Irn# (B)(4). Incident occurred in south africa: this incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.